Manufacturer narrative:
(B)(4). Evaluation summary: the event was confirmed, kinking was observed on the graft cover that likely occurred during difficulties advancing the delivery system. The root cause of the event could not be conclusively determined however, since no abnormalities were observed on the graft cover prior to implant, a combination of the patient¿s anatomy and user technique (attempting to pass delivery system through aortic arch) may have contributed to the event.

Event description:
A valiant stent graft system was selected for the endovascular treatment of a two layer vascular dissection. The first valiant stent graft was implanted successfully. During implanting procedure of the second valiant stent graft, the delivery system could not pass through aortic arch. Physician replaced guide wire but it still could not pass through to the target lesion. The device was removed from patient. It was found that its delivery system was kinked. The device was replaced with new one to complete the procedure successfully. Physician determined reason for the event was product defect, the kink on delivery catheter caused uneven force and friction between vessel and guide wire so the device could not be delivered normally. No patient injury reported. No clinical sequelae were reported.